Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving hydromorphone (3.0 mg/ml at 1.5018 mg/day), bupivacaine (30.0 mg/ml at 15.018 mg/day), and baclofen (150.0 mcg/ml at 75.09 mcg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain. It was reported the patient's wife reported the patient passed out and was taken to the hospital via an ambulance. The patient's blood pressure was 67/50 and an overdose was suspected. The patient's intrathecal (it) continuous rate and bolus dose were increased the previous day. The patient was instructed not to activate the personal therapy manager (ptm) on (B)(6) 2016. The bolus dose was decreased. No further intervention was required for the suspected symptoms of overdose. The patient had hypotension and dizziness following ptm activations. The patient reported dizziness following ptm activations on (B)(6) 2016. The patient reported numbness following ptm activations on (B)(6) 2016 and the bolus duration was increased. The patient reported nausea following ptm activations on (B)(6) 2016 and the ptm bolus dose was decreased while the duration was increased. The patient reported numbness that subsided following an it continuous rate increase on (B)(6) 2016. The event resulted in an unscheduled clinic or office visit. The clinical diagnoses were it medication side effects and suspected it opioid overdose. The outcome was resolved without sequelae on (B)(6) 2016. The etiology of the event was noted as related to the device or therapy, not related to the implant procedure, and related to the drugs hydromorphone, baclofen, and bupivacaine with the drug action that caused the event being an increase dose. It was further reported the cause of the suspected overdose was 'likely related to the 50% it rate increase the previous day. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.